Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - unknown cup and unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01794.

Event description:
It was reported that the patient has been indicated for revision due to dislocation. No revision has been reported and no additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed through review of radiographs. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.